Event description:
A report was received that the pt underwent a revision at the lead extension and pocket sites due to the pt losing weight and developed some discomfort as a result. The ipg and lead extensions were placed deeper into the pt's body. The pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.